Manufacturer narrative:
Batch review performed on 20 august 2024. Lot 2208415: (B)(4) items manufactured and released on 15-jul-2022. Expiration date: 2027-07-01. No anomalies found related to the problem.

Event description:
Revision surgery due to signs of an infection and the pathogen is unknown. At about 1 month and a half post primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.